Event description:
It was reported that a no readings/sensor error/brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, before going to sleep, the continuous glucose monitor (cgm) device displayed a brief sensor issue and showed a ¿wait up to 3 hours¿ message. The patient performed a fingerstick, and the blood glucose reading was 186 mg/dl. The patient then went to sleep. Later during the night, the patient lost consciousness and was found by his wife. The wife performed a fingerstick test, and the blood glucose reading was low. No cgm reading was shown and the cgm device still displayed a sensor issue message. The wife called emergency medical service (ems), and while waiting attempted to place glucose tablets in the patient´s mouth and gave water through a straw. When ems arrived, a fingerstick was taken and the blood glucose reading was still low. The patient was unsure what the cgm device was displaying at that moment. Ems administered two tubes of glucose 15 gel and stayed with the patient for more than one hour, monitoring the patient. Before leaving, a fingerstick was taken and the blood glucose reading was 230 mg/dl. The patient reported that he was feeling better at that time. No further medication was reported, and the patient was not brought to the hospital. The exact duration of the patient¿s unconsciousness is unknown, as the patient could not recall when he lost consciousness or when he regained awareness. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.